Event description:
Customer reported via phone call that the insulin pump had a power system error during normal use. Customer stated that the battery had to be changed three times the night prior due to receiving a change battery alarm. Customer stated that the insulin pump has been working since then. The customer had delivered a bolus which was recorded in the daily history. The insulin pump passed the self test. Blood glucose value is unknown. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.